Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this case reports this patient who previously had the patella wired after a fracture resulting from a fall, complained of knee pain. Upon opening the joint, both femoral and tibial components were observed to be loose, therefore a full revision was performed. Per email communication, the requested surgical reports and x-rays will not be provided, as consent has not been granted. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that after tka, patient presented knee pain. A revision surgery was performed and upon opening the joint both femoral and tibial components were observed to be loose. The outcome of the patient is unknown. Previously the patient had the patella wired after a fracture resulting from a fall. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.